Event description:
An alarm issue was reported with the adc application in use with a samsung flip 3, android 13 operating system app version- 2.8.4.9335. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer became hypoglycemic and had contact with a healthcare professional who administered glucose and provided cereal for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation was performed on the reported complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported signal loss with the freestyle librelink application. Attempted to replicate the user¿s complaint using similar device configuration and successfully received high and low alarm notifications. The user complaint could not be reproduced. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a samsung flip 3, android 13 operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer became hypoglycemic and had contact with a healthcare professional who administered glucose and provided cereal for treatment. There was no report of death or permanent injury associated with this event.